Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their transmitter was not connecting and so as their meter. Blood glucose level at the time of the incident was 424 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was assisted programming the meter and the transmitter. The insulin pump was not replaced or returned for analysis.